Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('3rd coil emigrated - embedded in uterine muscle'), device expulsion ('migration of essure device location of device: right coil/coil emigrated - embedded in uterine muscle)'), pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis'), uterine infection ('infection (bladder/urinary tract/vaginal) type: uterine') and menorrhagia ('menorrhagia/ heavy menstrual cycle bleeding/ abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 869766-invalid, 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included obesity, carpal tunnel syndrome, decreased appetite, irregular menstrual cycle, amenorrhea, cervical spinal stenosis, adenomyosis, endometriosis externa, chronic salpingitis, pelvic adhesions, uterine myoma, anemia, genital irritation, gardnerella vaginalis test positive, myofascial pain syndrome, hypoaesthesia, back pain, joint pain and abdominal tenderness. Previously administered products included for contraception: mirena from (B)(6) to (B)(6) and ortho cyclen from (B)(6) to (B)(6). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), 7 months 10 days after insertion of essure. In (B)(6) 2011, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxious/ psychological or psychiatric problems condition:anxiety"), depression ("depressed/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced acne ("rashes or skin conditions type: acne") and urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In april 2012, the patient experienced mood swings ("hormonal changes, describe: mood swings"). On (B)(6)2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss: weight gain."). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In may 2014, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), weight fluctuation ("weight gain / loss (specify which one) gain and loss (fluctuate)") and arthralgia ("joint pain"). The patient was treated with antibiotics, metronidazole and surgery (ablation on (B)(6)2014, surgical removal of coil(s) and remove essure on (B)(6)2017, surgical removal of coil(s), laparotomy with lysis of adhesions). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device expulsion, salpingitis, headache, fatigue, dysmenorrhoea, anxiety, depression, dyspareunia, alopecia, vaginal discharge, weight increased, cystitis, vaginal infection, abdominal pain, abdominal distension, mood swings, acne, urticaria, weight fluctuation and endometriosis outcome was unknown, the pelvic pain, abdominal pain lower, back pain and arthralgia was resolving and the uterine infection, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, salpingitis, urinary tract infection, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Insertion date discrepancy - (B)(6)2011, (B)(6)2012 on (B)(6)2017- she removed 2 coils. On (B)(6)2018- she removed 3rd coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: an issue with right tube, unilateral occlusion (left tube occluded); on (B)(6)2012: total bilateral occlusion. X-ray - on (B)(6)2012: bilateral occlusion but distal placement on r. Concerning the injuries reported in  this case, the following  ones were described/confirmed in patient¿s medical records: hair loss, menorrhagia, severe pelvic pain, dysmenorrhea, migraines, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records;salpingitis. Lot number 869766 is invalid and lot number 922602 is valid quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet was received. Events added from pfs- bloating, mood swings¸ uterine infection, yeast infection, migration of essure device location of device: right coil, hives, acne, weight fluctuate, endometriosis, lower abdomen pain, lower back pain, joint pain, embedded in uterine muscle. Reporter information, treatment drug, historical drug were added. Events onset date, events outcome, essure removal date were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('3rd coil emigrated - embedded in uterine muscle'), device expulsion ('migration of essure device location of device: right coil/coil emigrated - embedded in uterine muscle)'), pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis'), uterine infection ('infection (bladder/urinary tract/vaginal) type: uterine') and menorrhagia ('menorrhagia/ heavy menstrual cycle bleeding/ abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 869766-invalid, 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included obesity, carpal tunnel syndrome, decreased appetite, irregular menstrual cycle, amenorrhea, cervical spinal stenosis, adenomyosis, endometriosis externa, chronic salpingitis, pelvic adhesions, uterine myoma, anemia, genital irritation, gardnerella vaginalis test positive, myofascial pain syndrome, hypoaesthesia, back pain, joint pain and abdominal tenderness. Previously administered products included for contraception: mirena from 2010 to 2011 and ortho cyclen from 2007 to 2010. On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), 7 months 10 days after insertion of essure. In october 2011, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxious/ psychological or psychiatric problems condition:anxiety"), depression ("depressed/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). In november 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2011, the patient experienced acne ("rashes or skin conditions type: acne") and urticaria ("rashes or skin conditions type: hives"). In february 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In april 2012, the patient experienced mood swings ("hormonal changes, describe: mood swings"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2012, the patient was found to have weight increased ("weight gain/loss: weight gain."). In july 2012, the patient experienced alopecia ("hair loss"). In may 2014, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"). On 29-mar-2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), weight fluctuation ("weight gain / loss (specify which one) gain and loss (fluctuate)") and arthralgia ("joint pain"). The patient was treated with antibiotics, metronidazole and surgery (ablation on (B)(6) 2014, surgical removal of coil(s) and remove essure on (B)(6) 2017, surgical removal of coil(s), laparotomy with lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, salpingitis, headache, fatigue, dysmenorrhoea, anxiety, depression, dyspareunia, alopecia, vaginal discharge, weight increased, cystitis, vaginal infection, abdominal pain, abdominal distension, mood swings, acne, urticaria, weight fluctuation and endometriosis outcome was unknown, the pelvic pain, abdominal pain lower, back pain and arthralgia was resolving and the uterine infection, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, salpingitis, urinary tract infection, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Insertion date discrepancy - (B)(6) 2011, (B)(6) 2012 on (B)(6) 2017- she removed 2 coils. On (B)(6) 2018- she removed 3rd coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in december 2011: an issue with right tube, unilateral occlusion (left tube occluded); on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2012: bilateral occlusion but distal placement on r. Concerning the injuries reported in  this case, the following  ones were described/confirmed in patient¿s medical records: hair loss, menorrhagia, severe pelvic pain, dysmenorrhea, migraines, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records;salpingitis. Lot number 869766 is invalid and lot number 922602 is valid . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet was received. Events added from pfs- bloating, mood swings¸ uterine infection, yeast infection, migration of essure device location of device: right coil, hives, acne, weight fluctuate, endometriosis, lower abdomen pain, lower back pain, joint pain, embedded in uterine muscle. Reporter information, treatment drug, historical drug were added. Events onset date, events outcome, essure removal date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("chronic salpingitis") and menorrhagia ("menorrhagia/ heavy menstrual cycle bleeding") in a 25-year-old female patient who had essure (batch no. 869766, 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included obesity, carpal tunnel syndrome, decreased appetite, irregular menstrual cycle, amenorrhea, cervical spinal stenosis, adenomyosis, endometriosis externa, chronic salpingitis, pelvic adhesions, uterine myoma, anemia, genital irritation, gardnerella vaginalis test positive, myofascial pain syndrome, hypoaesthesia, back pain, joint pain and abdominal tenderness. In april 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and migraine ("migraines"). In june 2012, the patient was found to have weight increased ("weight gain/loss: weight gain."). In july 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on 24/11/2014 and remove essure on (B)(6) 2017, surgical removal of coil(s), laparotomy with lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, headache, fatigue, dysmenorrhoea, anxiety, depression, dyspareunia, alopecia, vaginal discharge, weight increased, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in december 2011: an issue with right tube; on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2012: bilateral occlusion but distal placement on r. Concerning the injuries reported in  this case, the following  ones were described/confirmed in patient¿s medical records: hair loss, menorrhagia, severe pelvic pain, dysmenorrhea, migraines, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records;salpingitis. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received : lot no. Was added. New events, chronic salpingitis, abnormal bleeding (vaginal, menorrhagia,) hair loss, dyspareunia, infection (bladder/urinary tract/vaginal), migraines, weight gain, abdominal pain, vaginal discharge, device ineffective" was added. Reporter contact information was added. Outcome of event, " menorrhagia" was changed to "recovered/resolved". Medical history was added. Lab data was added. Onset dates were added. Insertion date was updated. Patient's demographics were added. Product indication was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("chronic salpingitis") and menorrhagia ("menorrhagia/ heavy menstrual cycle bleeding") in a 25-year-old female patient who had essure (batch no. 869766-invalid, 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included obesity, carpal tunnel syndrome, decreased appetite, irregular menstrual cycle, amenorrhea, cervical spinal stenosis, adenomyosis, endometriosis externa, chronic salpingitis, pelvic adhesions, uterine myoma, anemia, genital irritation, gardnerella vaginalis test positive, myofascial pain syndrome, hypoaesthesia, back pain, joint pain and abdominal tenderness. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), 7 months 9 days after insertion of essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and migraine ("migraines"). In (B)(6)2012, the patient was found to have weight increased ("weight gain/loss: weight gain."). In (B)(6)2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6)2014 and remove essure on (B)(6)2017, surgical removal of coil(s), laparotomy with lysis of adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, salpingitis, headache, fatigue, dysmenorrhoea, anxiety, depression, dyspareunia, alopecia, vaginal discharge, weight increased, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6)2011: an issue with right tube; on (B)(6)2012: total bilateral occlusion. X-ray - on (B)(6)2012: bilateral occlusion but distal placement on r. Concerning the injuries reported in  this case, the following  ones were described/confirmed in patient¿s medical records: hair loss, menorrhagia, severe pelvic pain, dysmenorrhea, migraines, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records;salpingitis. Lot number 869766 is invalid and lot number 922602 is valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results: hsg test further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.